Event description:
During a follow-up of a pt whi had a palmaz genesis stent implanted in the right innominate atery in 2001, angiography showed fracture of the stent. The physician requested information on the best way to treat this. No additional infoamtion was given. The product is not available for evaluation and testing.